Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead dislodged about two months post implant. Subsequently, this patient underwent a revision procedure and this rv lead was explanted and replaced with a different lead. No additional adverse patient effects were reported.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than induced damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead dislodged about two months post implant. Subsequently, this patient underwent a revision procedure and this rv lead was explanted and replaced with a different lead. No additional adverse patient effects were reported. The product has been received at our post market quality assurance laboratory and analyzed.